Event description:
The customer reported that at 11:50am on (B)(6) 2022, a patient had the 2:1 atrioventricular (av) block with rates in the 40s. The monitor room states the patient¿s alarms did not sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A product support engineer (pse) reviewed the provided logs, however, the pse was not able to confirm the reported issue as the information regarding heart rate alarm limits was not provided. A good faith effort was performed to obtain additional information regarding heart rate alarm limits and patient strips for review but no addition information was received. The pse was not able to confirm the reported problem due to lack of information.

Event description:
The customer reported that at 11:50am on (B)(6) 2022, a patient had the 2:1 atrioventricular (av) block with rates in the 40s. The monitor room states the patient¿s alarms did not sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.